Event description:
The customer reported erroneous test results were obtained for two patient samples when using the unicel dxc 600i synchron access clinical system. The samples were processed through the cta (closed tube aliquotter) of the dxc 600i system. There was an erroneously high troponin test result for one patient sample. The erroneous result was reported out of the laboratory, however, the issue was identified and corrected with no adverse affect to patient treatment. The other erroneous test result for a different patient sample was erroneous high result for bnp. The erroneous test result was not reported out of the laboratory. There was no death, injury or affect to patient treatment reported for this event. (B)(6).

Manufacturer narrative:
On (B)(4) 2014, the customer ran a precision run with level 1 control and it was acceptable. Access system checks were performed and they were acceptable. On (B)(4) 2014, the field service engineer (fse) replaced the cta (closed tube aliquotter) sample probe which has resolved the issue. Identification of failure mode: failure mode is hardware, replacing the cta sample probe resolved the issue. This probe is used to pipet all access 2 samples and a failure could affect critical chemistries.